Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the surgeon had difficulty removing the extensions from the old battery during a battery replacement surgery due to normal battery depletion on (B)(6) 2017. It was noted that the set screws had been backed all the way out. The surgeon also had trouble inserting the extensions into the new battery. It was noted that the part of the extension that had been inside the old battery was yellow. No symptoms or complications were reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (product ID 37712 / serial# (B)(4)) found no anomaly with the ins. (B)(4). Analysis of the extension (product ID 3708140 / serial# (B)(4)) found the insulation at the proximal end of the extension to be consistent with metal ion oxidation (mio) and the proximal end of the conductor to be broken. (B)(4). Analysis of the extension (product ID 370814 / serial# (B)(4)) found the insulation at the proximal end of the extension to be consistent with metal ion oxidation (mio). (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). They confirmed that what they stated in their previous email about the lead being yellow was incorrect. They meant to report that the extension that was yellow was the one the doctor had a hard time removing from the old battery and that could not be inserted into the new battery. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID 39565-30 lot# (B)(4) implanted: (B)(6) 2009 explanted: (B)(6) 2017 product type lead product ID 3708140 lot# (B)(4) implanted: (B)(6) 2009 explanted: (B)(6) 2017 product type extension product ID 3708140 lot# serial# (B)(4) implanted: (B)(6) 2009 explanted: (B)(6) 2017 product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). They confirmed that the lead that was yellow was the one that the doctor had a hard time removing from the old battery and that could not be inserted into the new battery. This is inconsistent with what was reported in the original report. Follow up will be taken to obtain clarification. The patient's weight could not be obtained. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 39565-30, (B)(4) implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: lead, product ID: 3708140, (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: extension, product ID: 3708140, (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: extension. Ins and two extensions were returned for analysis. If information is provided in the future, a supplemental report will be issued.